Event description:
It was reported that the 9900 system shuts down on its own. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired (tightened) the lugs on the power cord plug. The system was tested and found to be working as intended, and placed back into service.